Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Event description:
Medtronic received information that the patient implanted with this transcatheter pulmonary valve was found to have a stent fracture (type I), observed at one year follow-up exam. No treatment was required, and no adverse patient effects were reported. Additional information was received that 64.5 months post implant a stent fracture with moderate proximal stenosis was confirmed during catheterization and the valve was explanted.the valve was not returned for analysis. No adverse patient effects have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.